Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for microbial contamination. The scope was sampled four times. During the first sampling, the scope tested positive for 5 colony forming units (cfus) of sphingobium yanoikuyae. During the second sampling, the scope tested positive for 4 cfu¿s of moraxella osloensis. During the third sampling, the scope tested positive for 5 cfus of staphylococcus aureus. During the fourth sampling, the scope tested positive for 100 cfus of staphylococcus aureus. The issue was found at reprocessing during a routine culture of the scope. In addition to this reportable event, the customer also questioned the watertightness condition of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The test results revealed no detection of microbial contamination on the device. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the process steps taken during pre-cleaning. The customer did disclose that schulke gigazyme x-tra detergent is used during the pre-cleaning process. During the manual cleaning process, the customer uses schulke gigazyme x-tra and brushes the instrument channel, suction channel, suction cylinder, instrument channel opening, the balloon channel, and the distal end/area around elevator. The customer uses olympus bw ur2t model: by 400l brushes. The scope is manually disinfected with gigazyme x-tra schulke. For automated endoscope reprocessor (aer) treatment, machine etd4 is used with schulke thermosept endocleaner detergent and schulke thermosept ed (disinfectant). The scope is stored vertically in a simple cabinet without a drying function. Olympus is not the maintenance company used by the customer. The scope was not sterilized. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the watertightness was lost in the grip due to wear and in the channel tube due to damage. Upon further investigation, it was observed that the adhesive on the bending section cover was detached due to deterioration. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was observed that the suction cylinder was deformed, and the ultrasonic cable had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.